Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the explant procedure for normal battery depletion, the setscrews for the right ventricular (rv) pace and right atrial (ra) ports were unable to be loosened and the leads remained stuck in the header of the implantable cardioverter defibrillator (ICD). The rv and ra leads were cut and a portion of the leads were surgically abandoned. The patient was sent to another facility to undergo a laser lead extraction. The ICD was explanted. It was noted that the patient did undergo a laser lead extraction at an unknown date. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the header was separated from the pg case. Visual inspection noted that it had been torn off the case and the header was cut in several places in an effort to remove the leads from the header. Lead connector ends were still in the ra and rv ports. The rv proximal capture washer and setscrew were missing. There was a piece of a torque wrench broke off inside the ra proximal setscrew and the ra proximal capture washer was bent upwards with the setscrew caught up inside the capture washer. The back of the header had been cutaway to expose the distal ends of the ra and rv lead connectors. It appeared that the ra and rv proximal setscrews were caught up inside their capture washers and became stuck. The ra and rv lead connector ends became stuck inside the lead barrel and could not be removed in the field. Damage to the header was induced by the efforts to free the lead terminal connectors from the rv and ra lead barrels. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--